Event description:
A nurse reported that there was no cutting action with the probe during a vitrectomy procedure. It was noted that aspiration was functioning at the time. They exchanged the cutter to complete the surgery without any pt impact. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received , but has not yet been evaluated. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).